Event description:
Related manufacturer reference numbers: 1627487-2020-23892, 1627487-2020-23893, 1627487-2020-23894, 1627487-2020-23895, 1627487-2020-23896, 1627487-2020-23897.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction - the patient code should have been "pain relief, inadequate" rather than "no consequences or impact to patient."

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23468. It was reported that the patient underwent a surgical procedure in which both of the patient's internal pulse generators (ipgs) were explanted.